Event description:
It was reported that the patient had indicated they were feeling diaphoretic at night, with an uneasy chest and feeling like they were going to pass out. The implantable pulse generator (ipg) rate drop response was reprogrammed to alleviate the patients symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.